Event description:
Reporter alleged customer obtained a discrepant blood glucose value of 312 mg/dl on her advantage compared to the doctor's measurement of 152 md/dl when testing was performed 3 minutes apart. Reporter stated customer had been obtaining higher blood glucose results and went to the doctor to have glucose tested. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.